Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, "here is a complaint on ctad tubes, on november 07, sampling on the blue tubes ctad could not be analyzed due to insufficient fill presence of two models of citrated tubes for blood sampling in the department. One with an indication of filling at about 80% (ref 363048). With the impossibility of performing the analysis if it is too full. Hcw informed by telephone of the operating procedure for filling these new tubes. Need to do another sample the patient."

Event description:
It was reported that underfill occurred with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, "here is a complaint on ctad tubes, on (B)(6), sampling on the blue tubes ctad could not be analyzed due to insufficient fill.presence of two models of citrated tubes for blood sampling in the department. One with an indication of filling at about 80% (ref 363048). With the impossibility of performing the analysis if it is too full. Hcw informed by telephone of the operating procedure for filling these new tubes. Need to do another sample the patient."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.